Event description:
It was reported that this pacemaker displayed a red call doctor alert. Additionally, it was found that this device and the communicator for the patient could not establish a connection. At this time, the reason for the alert remains unknown. This device remains in service. No adverse patient effects were reported. Additional information was obtained stating this pacemaker system exhibited a lead safety switch (lss) due to pacing impedance measurements greater than 3000 ohms on the right ventricular (rv) lead. It was noted that the rv lead is not a boston scientific product. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. F10: device codes. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker displayed a red call doctor alert. Additionally, it was found that this device and the communicator for the patient could not establish a connection. At this time, the reason for the alert remains unknown. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.